Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photo and one device. The instrument was received partially applied with eleven remaining clips. Visual inspection of the instrument noted no abnormalities. The photo received depicts two scissor clip on tissue. The instrument was applied to appropriate test media for functional evaluation. The instrument was found to cycle without binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handle was released. In addition, when the cartridge was empty, the interlock engaged to prevent the jaws from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the scissor clip condition may occur if the jaws are twisted excessively or tissue is manipulated with the jaws when firing the instrument. Deflecting the jaws and/or shaft during firing may result in an improperly formed clip and possible bleeding and/or leakage. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. 9612501-2018-00913-1 if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while placing clips during a laparoscopic cholecystectomy, there were issues with the loading or firing of the clips. The clips were malformed and scissored. To resolve the issue, the scissored clips were removed. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.